Event description:
On (B)(6) 2012, the reporter called animas alleging the up and down arrow keypad buttons have a delayed response when pressed and the ok keypad button sticks when pressed. The reporter stated that there are no cracks or tears in the keypad, there has been no trauma to the pump and it has not been exposed to water. The patient reportedly keeps the pump in a pocket and cleans the pump with a damp cloth. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. All of the keypad buttons had intermittent and delayed response when pressed and required multiple presses with excessive force to evoke a response. None of the keypad buttons have normal spring back or click. The keypad was removed for investigation and revealed contamination under the contacts of all buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.